Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 17.2 mmol/l. The customer also reported moisture under the display. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump error alarms were noted. The pump failed the leak test. The pump leaked at a crack at the back of the case and the battery tube threads. The pump had traces of corrosion at the battery tube per visual inspection. The pump was received with a cracked case on the back at the battery tube area and battery tube threads, minor scratches on the lcd and case and a fading serial number label.